Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2017, a gore® viabahn® endoprosthesis was to be used for treatment of the right iliac artery stenosis. After pre-dilation of the intended treatment site with a 6 x 40 mm invatec admiral xtreme balloon, the gore® viabahn® endoprosthesis was advanced over an 8fr amplatz guidewire from the left femoral artery to the intended treatment site by crossover technique. Deployment was initiated; however deployment line became stuck after the device expanded approximately 3 cm. The deployment line would not release so decision was made to withdraw the gore® viabahn® endoprosthesis. The gore® viabahn® endoprosthesis was removed from the patient by inserting a 10fr sheath over the over gore® viabahn® endoprosthesis and retracting the partially expanded device. The procedure was completed with another gore® viabahn® endoprosthesis. As reported, the patient did not experience any adverse consequences.

Manufacturer narrative:
Corrected the event description.

Event description:
It was reported that on (B)(6) 2017, a gore® viabahn® endoprosthesis was to be used for treatment of the right iliac artery stenosis. After pre-dilation of the intended treatment site with a 6 x 40mm invatec admiral xtreme balloon, the gore® viabahn® endoprosthesis was advanced over an 8fr amplatz guidewire from the left femoral artery to the intended treatment site by crossover technique. Deployment was initiated; however deployment line became stuck after the device expanded approximately 3cm. The deployment line would not release so decision was made to withdraw the gore® viabahn® endoprosthesis. The gore® viabahn® endoprosthesis was removed from the patient by inserting a 10fr sheath over the gore® viabahn® endoprosthesis and the partially expanded device was retracted. The procedure was completed with an 8mm x 10cm device of other brand. As reported, the patient did not experience any adverse consequences.